Manufacturer narrative:
Correction: device return date did not populate in the previous report via etq system. Device returned on june 27, 2023. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the preparation step. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected. It was observed that both button #1 and button #2 were not depressed. The syringe was not attached to the device. The procedural sheath was not returned for analysis. The stopcock was set in the open position. The sealant remained in the manufactured position, fully covered by the sleeves. The balloon was not inflated. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. Per functional analysis, an inflation/deflation test was performed by injecting water into the returned device according to the instructions for use (IFU). A leaking condition was observed on the balloon. Per microscopic analysis, the balloon was inspected using a vision system to obtain a magnified image, and an axial tear was found on the balloon. A product history record (phr) review of lot f2308103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the loss of pressure during prep reported. However, handling factors during prep are possible. This type of tear is typically observed when the balloon comes into contact with calcification, and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft). According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the preparation step. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.